Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the received trend data, acquired between (B)(6) 2020 and (B)(6) 2021 recorded the rv pacing impedance initially at approximately 550 ohms, before the trend started to rise in the beginning of (B)(6) 2020 and fluctuated between 700 and 1000ohms till the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the rv channel. The analysis of the episode list confirmed shocks on (B)(6) 2021. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the devices themselves would be necessary to determine the root cause. Should additional information or the devices them self become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient received inappropriate shocks. There was a suspicion that the lead insulation was damaged.